Event description:
A malfunction alarm with code 16 was reported, which did not cause any adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use a backup insulin pump and was advised on how to put the defective pump into storage mode. Technical support confirmed the shipping address and arranged a replacement pump, instructing the customer to return the faulty pump using a prepaid label within 10 days.